Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection and pain at the neurostimulator pocket site. The device was explanted and the patient was treated with oral levaquin. If additional information becomes available, a follow-up report will be sent.